Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The device landed slightly too proximal on the first deployment and slightly canted. The device was repositioned approximately four times and the device eventually looked acceptable even though it was not compressed in one view. A rigid tug test was performed and the device was quite stable. One out of four of the pass criteria was not met but orifice of laa was ovoid in shape and the device was quite stable when tugged. The device position was deemed acceptable and was released. There was no pericardial effusion noted pre or post procedure. The night of the procedure, the patient experienced chest pain and a 0.4mm pericardial effusion was noted which increased to a 0.5mm and then to 1.5mm. The patient was stabilized and discharged on (B)(6) 2020; however, was re-hospitalized on (B)(6) 2020. The effusion continued to reduce on its own and the patient was discharged again on (B)(6) 2020. There was no defined medical reason for the effusion although suspected that the recaptures during deployment were most likely the reason and may have caused a small perforation.